Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) spoke with the customer, providing an explanation of the potential causes and factors contributing to the device's upload/download failure. The customer acknowledged and the tss proceeded with the case closure. The tss attached the knowledge article of ¿medstation es training ¿for user reference.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es health sight viewer showed upload/download data failure. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es health sight viewer showed upload/download data failure. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.